Manufacturer narrative:
The returned valve has been analyzed. According to our laboratory results, the alleged failure could not be duplicated and the valve was free from any occlusion. The visual inspection shows the presence of a liquid exempted of deposit inside the valve. A flushing test with air and alcohol was realized with no difficulty, and was possible to adjust the valve pressure before and after cleaning. The pressure values are in compliance with the specifications except the medium pressure which is slightly higher than the specifications. Conclusion: the valve meets its specifications and the reported occlusion is not due to the valve. Origin could be due to the other shunt catheters (catheter occlusion or ventricular catheter collapsing to the plexus choroid or peritoneal catheter collapsing to peritoneum wall or intestinal loops). These parts of the shunt have not been returned, thus not analyzed. Shunt obstruction is a known short and long term complication described in the instructions for use.

Event description:
Spv seems occluded after six months of use because the ventricle enlarged. The customer wonders why it occluded so rapidly as the patient's csf does not contain much protein.